Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was 163 mg/dl. The customer reported that the transmitter does not blink when connected to the sensor. The customer was advised to replace the sensor the customer found the sensor cannula was slplit in half.the customer was advised that we are sending replacement sensors.